Event description:
Report received of an undocumented over-delivery event. It was reported that the deivce was returned from clinical service with a piece of white tape stuck to the front of the pump that stated "delivered inaccurate dose, too much was given, patient was involved". There was no signature on the note. No information was available on the date of the event, where the event occurred or any other event specific information. Though requested, there was no further information available.